Event description:
It was reported that during the implant procedure that the lobes would not deploy. The lead was opened, but not used. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Blood in lobes. It cannot be determined at this point, but likely the blood in the overlay tubing restricted deployment. Upon visual inspection it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection it was noted that there was blood/body fluid on the outer tubing overlay. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism. Upon visual inspection it was noted that the lead had been stretched. Upon visual inspection it was noted that the lead was damaged during the implant process.